Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was admitted into the hospital with a heart rate of thirty beats per minute. The device was also noted to be at elective replacement indicator (eri). After some reprogramming, eri disappeared. The device is still in use and the patient was planning on being monitored. No further patient complications were reported as a result of this event.